Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced a myopic surprise. Additional information has been requested.

Event description:
Additional information provided states the iol was exchanged in a secondary procedure due to patient experiencing blurred vision, pain, and distortion.

Manufacturer narrative:
Additional information provided in b5 and d7. The manufacturer internal reference number is: (B)(4).